Event description:
The consumer reported that she was not feeling stimulation but it was unknown if it was on or off previously. At the time of report, stim was turned on. The patient planned to monitor symptoms and call the health care professional (hcp) if the symptoms did not improve or if stim became painful. She turned stim off to have an emg type of test and she may have not turned it back on like she thought. The test was for nerve damage from a pre-existing unrelated issue. The patient was on program 1 somehow and she may have done it in error. Her family member put her back on program 2; it was at 0.0. Stim was increased to 1.1v, it was a comfortable and pain free level. She felt fluttering in the correct area. It was noted that there was a sudden return of fecal incontinence; there was no control. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.